Event description:
During the procedure while attempting to remove the wire there was a sudden snapping and fluoroscopy showed retained distal fragment of the wire in the distal stent in the left anterior descending. Attempts to remove the wire were unsuccessful so a decision was made to leave in place.